Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips with juvéderm® volbella¿ xc. The patient left feeling they had a ¿cold sore¿ and went to urgent care. The patient was given an unspecified treatment that did not work. By 5 days later, the event was diagnosed as ¿vascular occlusion¿ and ¿necrosis¿ on the lower labial artery was found. The patient was recommended hylenex and lidocaine as treatment that afterwards did not open up the artery. The next day, the event moved to the patient¿s chin with a ¿slow cap refill.¿ the patient was recommended 12 vials of hylenex with lidocaine and 5 cc of saline. The next day, the patient had an ultrasound performed that found filler in the ascending mental artery. The patient was advised to wait 4 weeks to see if the issue resolved prior to doing more lip filler. Event is ongoing.